Event description:
The customer reported having a blood glucose level in the 290's (mg/dl). When the pod was removed, it was noticed that the cannula was kinked. The pod was worn between 4 and 24 hrs.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.